Manufacturer narrative:
Field service engineer evaluated system and found leaking hose connection and a problem with a valve. Both issues were corrected and the system tested and returned to the customer.

Manufacturer narrative:
Lithodiamond ltfsv04 owned and operated by (B)(6). Issue identified and reported by (B)(6) management during service request review. To date, all attempts to gain patient information have been unsuccessful.

Event description:
Lithotripsy treatment of a stone in each kidney. First stone treated, patient repositioned. Equipment failed, unable to reboot. Unable to complete treatment.